Manufacturer narrative:
The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load process. The customer's blood glucose level was not impacted. As the customer was traveling and did not have additional supplies, the old cartridge was reloaded onto the pump. No additional alarms had occurred.